Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This is a report received from an investigator, regarding a patient who was enrolled in corza study (B)(4): phase iii study to compare the efficacy and safety of tachosil and surgicel original as an adjunct to control mild to moderate soft tissue bleeding during surgery, and experienced cholangitis while administered with surgicel original (oxidized regenerated cellulose) due to bleeding at the sma margin of the pancreas (retroperitoneal soft tissue) during open pancreatoduodenectomy for pancreatic head adenocarcinoma. On (B)(6) 2025, the subject signed the informed consent form. On (B)(6) 2025, the subject was randomized to surgicel original group with 1 surgicel original hemostat (2 in × 3 in). The subject underwent open pancreatoduodenectomy when surgicel original was administered for bleeding at the sma margin to achieve hemostasis after suture. Hemostatic success was achieved within 3 minutes after application with manual compression. Estimated intraoperative blood loss was 200 ml. The product batch/lot number was not provided. On (B)(6) 2025, the subject was admitted to the hospital with fever (tmax 103°f) and tachycardia with heart rate in 100s and was transferred to hospital for further evaluation. The patient was then diagnosed with cholangitis (severe). The investigations such as hemogram, differential chemistries, urinalysis, bacteriology, electrocardiogram (EKG), computerized tomogram (CT) of abdomen/pelvis with contrast, chest x-ray, blood cultures and abdominal fluid culture were taken. Chest x-ray revealed right chest wall port in place. Heart size was normal. The lungs were clear. No pneumothorax or effusion. Bones were unremarkable. Computerized tomogram (CT) of abdomen/pelvis with contrast showed visualized lung parenchyma and cardiac structures which were unremarkable, pneumobilia with a stent extending from the common bile duct to the pancreatic duct, drain in the upper abdomen, gallbladder was surgically absent. Surgical changes post-whipple with minimal intraperitoneal free air and small volume of free fluid in the abdomen and pelvis and nondistended fluid-filled loops of small and large bowel which can likely an ileus. The blood culture result was critical, showing citrobacter freundii complex detected in 1 out of 2 sets. Antibiotic susceptibility testing indicated: results showed resistant to amoxicillin + clavulanate (>16/8 ¿g/ml), ampicillin (16 ¿g/ml), ampicillin + sulbactam (=4/2 ¿g/ml), cefazolin (>16 ¿g/ml), and cefuroxime (parenteral) (=4 ¿g/ml). Results showed susceptible to cefepime (=2 ¿g/ml), ciprofloxacin (=0.25 ¿g/ml), gentamicin (=2 ¿g/ml), piperacillin + tazobactam (=8 ¿g/ml), tobramycin (=2 ¿g/ml), and trimethoprim + sulfamethoxazole (=0.5/9.5 ¿g/ml). Relevant laboratory test results included white blood cell count (wbc) which was 12.6 at 13:12 and 13.1 at 13:50. Platelet count was 477 at 13.12 and 466 at 13.50. Aspartate aminotransferase (ast) levels showed 52 at 13:12 and 69 at 13:50, alanine aminotransferase (alt) levels showed 96 at 13:12 and 95 at 13:50 and alkaline phosphatase (alp) levels showed 125 at 13:12 and 158 at 13:50. On (B)(6) 2025, relevant laboratory test results at 08.16 included wbc count which was 8.7, platelet count which was 396, ast was 607, alt was 886, and alp was 455. On (B)(6) 2025 at 05.25, ast was 194, alt was 530, and alp was 307. On (B)(6) 2025 at 05.13, ast was 60, alt was 318, and alp was 278. Computerized tomogram (CT) of abdomen/pelvis revealed postoperative changes from whipple procedure, pancreatic stent in place similar in position to the prior examination, small amount of free fluid in the pelvis probably postoperative and surgical drain in place. On (B)(6) 2025, ast was 29 at 05:22 and 49 at 15:26, alt was 207 at 05:22 and 253 at 15:26, and alp was 217. Computerized tomogram (CT) of abdomen/pelvis revealed unchanged position of a thin linear dense structure partially within the pancreatic duct, with a long segment migrating into the duodenum and common bile duct. This was consistent with a partially migrated pancreatic stent. The common bile duct appears to insert upon the lateral aspect of the duodenum and correlation was recommended with any prior surgical choledochoduodenostomy. Surgically absent gallbladder. Normal bile ducts. Mild prostatic enlargement. On (B)(6) 2025, ast was 43, alt was 204, and alp was 216. On (B)(6) 2025, ast was 37 and alt was 120, while alp was 151. On (B)(6) 2025, ast was 22 and alt was 85, while alp was 123. On (B)(6) 2025, computerized tomogram (CT) of abdomen/pelvis revealed surgical. Changes with trace intraperitoneal free air and small volume of fluid, likely postoperative. Previously seen stent in the common bile duct and pancreatic duct no longer visualized and mild fecal loading throughout the colon. On (B)(6) 2025, computerized tomogram (CT) of abdomen/pelvis revealed no acute cardiopulmonary process and partially visualized heterogenous sclerotic lesion jn the proximal left humeral shaft. The subject reported that he had been having intermittent left lower quadrant (llq) abdominal (abd) pain since discharge, along with some nausea, but the only new symptom (sx) in the past few days had been chills. The subject was administered with heparin injection 5 ml as needed via intravenous route since (B)(6) 2025 for cholangitis. Intravenous (IV) ceftriaxone 2 g x1 and flagyl (metronidazole) 500 mg x1 via intravenous route were administered on (B)(6) 2025, flagyl (metronidazole) 500 mg was administered intravenously every 8 hours from (B)(6) 2025 to (B)(6) 2025. Flagyl (metronidazole) 500 mg was administered orally (po) every 8 hours (q8) from (B)(6) 2025 to (B)(6) 2025. Flagyl (metronidazole) 500 mg was administered intravenously every 8 hours from (B)(6) 2025 to (B)(6) 2025. Flagyl (metronidazole) 500 mg was administered orally (po) twice daily (bid) from (B)(6) 2025 to (B)(6) 2026. Maintenance IV fluids, ondansetron 4 mg orally disintegrating tablet (odt) was administered every 6 hours (q6) as needed (prn) for nausea from (B)(6) 2025 to (B)(6) 2025. Acetaminophen 1000 mg was administered orally (po) every 6 hours (q6) as needed (prn) from (B)(6) 2025 to (B)(6) 2025, acetaminophen 1000 mg was administered orally (po) every 6 hours (q6) from (B)(6) 2025 to (B)(6) 2025, and bisacodyl 10 mg was administered per rectum (pr) daily as needed (prn) from (B)(6) 2025 to (B)(6) 2025, for cholangitis. On (B)(6) 2025, the subject was discharged from the hospital. Action taken with surgicel original in response to the event of cholangitis was considered as not applicable (single use). The outcome of the event, cholangitis was reported as recovered/resolved on (B)(6) 2025. The reporter assessed event, cholangitis as serious (hospitalization), and as not related to surgicel original. The company assessed the event, cholangitis as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow-up information was received on 29-dec-2025 which included the following: concomitant medications, event details which included outcome of the event cholangitis, hospital discharge date, lab test details and treatment medications. This information has been incorporated into the narrative of the report. Follow-up information was received on 08-jan-2026 which included the following: event cholangitis, stop date was added. This information has been incorporated into the narrative of the report. Case comments: the company assessed the event, cholangitis as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow-up information was received on 29-dec-2025: the company assessed the event, cholangitis as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow-up information was received on 08-jan-2026: the company assessed the event, cholangitis as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original.

Event description:
Update narrative: this is a report received from an investigator in the united states, regarding a 48-year-old male (subject ID: (B)(6) who was enrolled in corza study (B)(4): phase iii study to compare the efficacy and safety of tachosil and surgicel original as an adjunct to control mild to moderate soft tissue bleeding during surgery, and experienced cholangitis while administered with surgicel original (oxidized regenerated cellulose) due to mild bleeding at the sma margin of the pancreas (retroperitoneal soft tissue) during pancreatoduodenectomy for tumor removal. The subject¿s social condition included alcohol use (currently) which was 12 cups per week. The subject had never used tobacco. The subject¿s current condition included pancreatic head adenocarcinoma. The subject¿s current surgical procedure included esophagogastroduodenoscopy and port catheter placement with fluoroscopy right subclavian vein. The subject¿s relevant concomitant medications included dexamethasone, folfirinox and heparin. On (B)(6) 2025, the subject signed the informed consent form. On (B)(6) 2025, the subject was randomized to surgicel original group with 1 surgicel original hemostat (2 in × 3 in). The subject underwent pancreatoduodenectomy when surgicel original was administered for mild bleeding at the sma margin to achieve hemostasis after suture. Hemostatic success was achieved within 3 minutes after application with manual compression. Estimated intraoperative blood loss was 200 ml. The product batch/lot number was not provided. Relevant laboratory test results included white blood cell count (wbc) which was 17.1 x 10*3/ul. (Reference range: 3.7 ¿ 11.8) and absolute neutrophils (abs) which was 15.21 x 10*3/ul (reference range: 1.88 - 7.6). On (B)(6) 2025, the subject was admitted to the hospital with fever (tmax 103°f) and tachycardia with heart rate in 100s and was transferred to hospital for further evaluation. The patient was then diagnosed with cholangitis (severe). The investigations such as hemogram, differential chemistries, urinalysis, bacteriology, electrocardiogram (EKG), computerized tomogram (CT) of abdomen/pelvis with contrast, chest x-ray, blood cultures and abdominal fluid culture were taken. Chest x-ray revealed right chest wall port in place. Heart size was normal. The lungs were clear. No pneumothorax or effusion. Bones were unremarkable. Computerized tomogram (CT) of abdomen/pelvis with contrast showed visualized lung parenchyma and cardiac structures which were unremarkable, pneumobilia with a stent extending from the common bile duct to the pancreatic duct, drain in the upper abdomen, gallbladder was surgically absent. Surgical changes post-whipple with minimal intraperitoneal free air and small volume of free fluid in the abdomen and pelvis and nondistended fluid-filled loops of small and large bowel which can likely an ileus. The blood culture result was critical, showing citrobacter freundii complex detected in 1 out of 2 sets. Antibiotic susceptibility testing indicated: results showed resistant to amoxicillin + clavulanate (>16/8 g/ml), ampicillin (16 g/ml), ampicillin + sulbactam (=4/2 g/ml), cefazolin (>16 g/ml), and cefuroxime (parenteral) (=4 g/ml). Results showed susceptible to cefepime (=2 g/ml), ciprofloxacin (=0.25 g/ml), gentamicin (=2 g/ml), piperacillin + tazobactam (=8 g/ml), tobramycin (=2 g/ml), and trimethoprim + sulfamethoxazole (=0.5/9.5 g/ml). Relevant laboratory test results included white blood cell count (wbc) which was 12.6 at 13:12 and 13.1 at 13:50. Platelet count was 477 at 13.12 and 466 at 13.50. Aspartate aminotransferase (ast) levels showed 52 at 13:12 and 69 at 13:50, alanine aminotransferase (alt) levels showed 96 at 13:12 and 95 at 13:50 and alkaline phosphatase (alp) levels showed 125 at 13:12 and 158 at 13:50 on (B)(6) 2025, relevant laboratory test results at 08.16 included wbc count which was 8.7, platelet count which was 396, ast was 607, alt was 886, and alp was 455. On (B)(6) 2025 at 05.25, ast was 194, alt was 530, and alp was 307. On (B)(6) 2025 at 05.13, ast was 60, alt was 318, and alp was 278. Computerized tomogram (CT) of abdomen/pelvis revealed postoperative changes from whipple procedure, pancreatic stent in place similar in position to the prior examination, small amount of free fluid in the pelvis probably postoperative and surgical drain in place. On (B)(6) 2025, ast was 29 at 05:22 and 49 at 15:26, alt was 207 at 05:22 and 253 at 15:26, and alp was 217. Computerized tomogram (CT) of abdomen/pelvis revealed unchanged position of a thin linear dense structure partially within the pancreatic duct, with a long segment migrating into the duodenum and common bile duct. This was consistent with a partially migrated pancreatic stent. The common bile duct appears to insert upon the lateral aspect of the duodenum and correlation was recommended with any prior surgical choledochoduodenostomy. Surgically absent gallbladder. Normal bile ducts. Mild prostatic enlargement. On (B)(6) 2025, ast was 43, alt was 204, and alp was 216. On (B)(6) 2025, ast was 37 and alt was 120, while alp was 151. On (B)(6) 2025, ast was 22 and alt was 85, while alp was 123. On (B)(6) 2025, computerized tomogram (CT) of abdomen/pelvis revealed surgical changes with trace intraperitoneal free air and small volume of fluid, likely postoperative. Previously seen stent in the common bile duct and pancreatic duct no longer visualized and mild fecal loading throughout the colon. On (B)(6) 2025, computerized tomogram (CT) of abdomen/pelvis revealed no acute cardiopulmonary process and partially visualized heterogenous sclerotic lesion in the proximal left humeral shaft. The subject reported that he had been having intermittent left lower quadrant (llq) abdominal (abd) pain since discharge, along with some nausea, but the only new symptom (sx) in the past few days had been chills. The subject was administered with intravenous (IV) ceftriaxone 2 g once on (B)(6) 2025 flagyl (metronidazole) 500 mg was administered intravenously every 8 hours from on (B)(6) 2025. Flagyl (metronidazole) 500 mg was administered orally (po) twice daily (bid) from on (B)(6) 2025. Maintenance IV fluids, ondansetron 4 mg orally disintegrating tablet (odt) was administered every 6 hours (q6) since on (B)(6) 2025. Acetaminophen 1000 mg was administered orally (po) every 6 hours (q6) since on (B)(6) 2025, bisacodyl 10 mg was administered per rectum (pr) daily as needed (prn) since on (B)(6) 2025. On (B)(6) 2025, the subject was discharged from the hospital. Action taken with surgicel original in response to the event of cholangitis was considered as not applicable (single use). The outcome of the event, cholangitis was reported as recovered/resolved on (B)(6) 2025. The reporter assessed event, cholangitis as serious (hospitalization), and as not related to surgicel original. The company assessed the event, cholangitis as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow-up information was received on 29-dec-2025 which included the following: concomitant medications, event details which included outcome of the event cholangitis, hospital discharge date, lab test details and treatment medications. This information has been incorporated into the narrative of the report. Follow-up information was received on 08-jan-2026 which included the following: event cholangitis, stop date was added. This information has been incorporated into the narrative of the report. Follow-up information was received on 11-mar-2026 which included the following: surgical history, concomitant medications, treatment medications, event severity and narrative. This information has been incorporated into the narrative of the case. Follow-up information was received on 20-mar-2026 which included the following: event severity (updated from life threatening to severe) and laboratory test details. This information has been incorporated into the narrative of the case. Case comments: the company assessed the event, cholangitis as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow-up information was received on 29-dec-2025: the company assessed the event, cholangitis as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow-up information was received on 08-jan-2026: the company assessed the event, cholangitis as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow up information was received on 11-mar-2026 which included the following: surgical history, concomitant medications, treatment medications, event severity and narrative. No change in the previous medical assessment. Follow-up information was received on 20-mar-2026, no change in the previous medical assessment.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: b 5. Event description b6. Tests/lab data including dates, b7. Medical history/preexisting condition. Additional information was requested, and the following was obtained: follow-up information was received on 11-mar-2026 which included the following: surgical history, concomitant medications, treatment medications, event severity and narrative. This information has been incorporated into the narrative of the case. Follow-up information was received on 20-mar-2026 which included the following: event severity (updated from life threatening to severe) and laboratory test details. This information has been incorporated into the narrative of the case. Case comments: the company assessed the event, cholangitis as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow-up information was received on 29-dec-2025: the company assessed the event, cholangitis as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow-up information was received on 08-jan-2026: the company assessed the event, cholangitis as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow up information was received on 11-mar-2026 which included the following: surgical history, concomitant medications, treatment medications, event severity and narrative. No change in the previous medical assessment. Follow-up information was received on 20-mar-2026, no change in the previous medical assessment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.